Manufacturer narrative:
Analysis of catheter serial # (B)(4) revealed an appeared material failure of the sutureless connector.

Manufacturer narrative:
Concomitant product: product ID 8784, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported there was a nick in the outer coating at the sutureless connector portion of the pump segment of the catheter. The catheter was partially explanted with the pump segment removed and the spinal segment remaining implanted. The device was not implanted and a different product was used. The issue was discovered during the initial implant. The spinal segment was implanted without issue. The catheter was tunneled to the pump pocket and connected to the pump segment without issue. A small nick in the sutureless connector was noted by the implanting physician during the attachment of the catheter to the pump as the connector was being turned. No surgical tools had been used to grasp the connector. No manipulation or trauma to the catheter or the pump had occurred. No damage to the outer or inner packaging. The physician was concerned the nick could lead to patient issues if implanted. A new pump connector piece was used and the pump segment was not implanted. There were no patient symptoms or complications associated with the event. The patient status at the time of the report was ¿alive- no injury.¿ no diagnostic testing or troubleshooting was performed. The product issue was resolved but the cause was not determined. The system was being used to deliver morphine.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.